Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl. Cause of bg level was not known. Customer's spouse called an ambulance and customer was subsequently admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, and "received dk drip and lantus". Customer declined to provide further information. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.